Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported error and replaced patient pump 1 to resolve the issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error code on the patient side during a procedure. There was no report of patient injury.

Manufacturer narrative:
The device manufacture date provided in the initial report, submitted november 30, 2016, was incorrect. The correct device manufacture date is may 28, 2010.